Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and right ventricular (rv) lead showed over sensing of the right atrial lead on the rv channel. Furthermore, the r waves and pacing impedance have decreased, for the pacing impedances, the values remain still within normal range. It was recommended to reprogram the pacemaker around sensitivity to cover the cross talk. The rv lead and the pacemaker remain in service. No adverse patient effects were reported.